Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 40 mgdl and no bg meter comparison was taken at this time. No patient symptoms were reported and the patient self-treated by giving himself a gvoke (glucagon) injection and consumed ¿additional sugar¿. At an unspecified time after treatment, the patient did a bg meter reading, which was 140 mgdl. At this point, the patient also started experiencing chest pain (it was noted the patient has a history of reoccurring heart attacks). A second bg meter reading was taken and was 200 mgdl. The cgm device continued to read 40 mgdl throughout this event. The patient consulted with a nurse over the phone, and it was recommended the patient take his nitroglycerine if the pain persisted. It was around 10:00 pm at this point, and the patient took the nitroglycerin and his routine medication for diabetes management. The patient ¿felt fine¿ after taking his medications. The patient also changed his sensor. He was in good condition at the time of report. The reported glucose values fall within the c zone of the parkes error grid. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.